Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have over-sensing of noise. No intervention was reported. The patient was stable throughout.

Event description:
Related manufacturer reference number: 2017865-2022-10522. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have over-sensing of noise. No intervention was reported. The patient was stable throughout. It was also reported that the patient's device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed and no patient consequences were reported.

Manufacturer narrative:
Correction: b5: field should include information reported in report 2017865-2022-10522, which was not included in the initial report. Additional information: b5 new information received notes that related manufacturer reference number: 2017865-2022-10522 should be included in this report.

Manufacturer narrative:
Correction : h6: codes should reflect device not being returned.